Manufacturer narrative:
Other, other text: a2: age at time of event: updated with additional information received. A3: sex: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 24-oct-2022 via email and attached in the complaint object. They have confirmed and provided the patient's information. Specific fields were updated accordingly.

Manufacturer narrative:
UDI and catalog information are unknown. Premarket (510k) number is unknown. Manufacturer date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient called in to report that an alarm went off on her pump. Patient was not sure what the alarm was. Patient said it has happened twice in the last 8 hours. Patient states the alarm, stops once she pushes on the bladder in the cassette. Advised patient to ensure no kinks or blockage in the line and that no clamps were closed on line. Patient stated no issues. Patient states pump is running fine now. Advised patient if it happens again to see what the message alarm reads and call back. Patient voiced understanding and had no other questions. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Event is for cassette only. The reported product fault did occur while in use with the pt. Product issue did not cause or contribute to patient or clinical injury. The actual cassette is available for investigation. The cassette was replaced. The patient does have additional cassettes they were able to switch to and patient was able to successfully continue their life sustaining infusion. The outcome of the event was resolved.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: no lot/serial number was provided, therefore the product manufacture or expiration date was unknown.